Event description:
It was reported there was asystole episodes that the device appeared to be undersensing. It was also indicated that the "signal is there but the markers drop off." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.